Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient faced infusion set occulsion in tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.